Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and the stent partially deployed. A second balloon catheter was used to fully deploy the stent. Slow flow was noted in the circumflex; however, this subsided when the stent was fully deployed. The pt status is listed as "okay".